Event description:
During an atrial fibrillation procedure, it was reported that there was excessive noise on the distal ablation surface on the carto 3 system and prucka. The cables were exchanged with no resolution. A wet bath was set up and the devices were connected directly to the stockert without noise. Once the carto 3 system was introduced, the noise resumed. In addition, a map shift occurred without any errors shown. The procedure was completed conventionally with no patient consequence. On (B)(6), received additional information requested from bwi representative stating that the noise was on the distal ablation and the surface ECG, the physician was not able to interpret them however, the ic recordings via the red deca port were not affected and could be interpreted. The map shift, approximately one centimeter, was noticed as the ablation catheter appeared outside the pulmonary vein in a position different from the previous. A cardioversion was performed prior to the map shift, as it was necessary to complete the case. As the equipment did not showed any error or warning message for the map shift, this complaint became reportable.

Manufacturer narrative:
Investigation is still in progress. (B)(4).